Event description:
It was reported that the customer had an unspecified cartridge issue. Subsequently, the customer went to the emergency room and was admitted to the hospital due to an elevated blood glucose (bg) level in the 600 mg/dl range. The customer received manual insulin injections to address the bg while in the hospital. The customer was released from the hospital with the issue resolved and no permanent damage, however, the customer did not recall the date released.